Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, 3 indeflators (20/30) were attempted to be used to inflate a balloon; however, all 3 failed. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. It was observed during the inspection that the o-ring was misaligned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the complaint investigation, it was concluded the reported difficulty is a potential product quality issue with respect to the manufacture of the device. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to filing the initial MDR, the following information was provided: no leak or loose connection was noted during use of the indeflators. Additionally, no damage was noted on the indeflators. No additional information was provided.